Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin use. The customer was experiencing recurring occlusion issues and received assistance from technical support for additional help.